Event description:
Information received regarding the explanted device notes that dashes (---) were observed for the sensor parameters. Programming and return to standard were unsuccessful in alleviating the dashes. The battery data suggested pre- mature depletion. The patient was pacemaker dependent and since the base rate was fluctuating, the physician elected to replace the device.